Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report; unk rejuvemate neck and unk 36mm v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "the pt presented with painful hip. Doctor states pt has elevated levels of chromium in blood. Pt implant catalogue and lot# not available in the operating room."